Event description:
The customer reported that there was alternately a precharge voltage error and a charger failed error. The system was intermittently unable to boot up or perform fluoroscopic x-ray. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.